Event description:
A doctor alleged that a patient had experienced sensitivity after placement with breeze cement.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. Upon the patient's return visit, the doctor adjusted the crown for tooth #15 so it was out of occlusion; however, the patient is still sensitive to cold and bite pressure. The doctor is monitoring the patient at this time. The product involved in the alleged incident was not returned and the lot number was not identified; therefore, no further investigation can be conducted at this time.